Event description:
It was reported while using the bd safetyglide¿ needle only, 25 g of the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: they aren¿t able to draw anything into a syringe with this needle (including air) and they are not able to push any medication through the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one video was provided to our quality team for investigation. The reported issue was confirmed upon the video analysis. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2024138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: they aren¿t able to draw anything into a syringe with this needle (including air) and they are not able to push any medication through the needle.